Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Event description:
Patient reports, the orthodontist's evaluation indicated, it is not possible to achieve the byte outcomes without additional attachments as part of treatment. And therefore, recommended discontinuing the byte treatment plan. The patient's preference is to switch to the local orthodontist. Dental history includes orthodontic braces and bridge work at unsure location.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.